Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available, pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6), has not been reported to (B)(4) authority. Tentative summarizing translation of user's narrative: leak of the needle. Noticed prior to use, device was replaced.